Event description:
It was reported that right ventricular (rv) lead had an increased threshold. The lead was explanted and replaced per physician's decision. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism and sleevehead. The analyst also noted that the lead was destructively analyzed in an attempt to find the source of the complaint.